Event description:
Surgical plan allowed for final placement of implant to be 1.5mm from buccal plate, however, when utilizing surgical guide print003, implant fully perforated buccal plate in surgery. Implant was removed and patient grafted.

Manufacturer narrative:
Surgical guide was requested for evaluation but was not returned. Case was reviewed by the planning clinician and the following feedback was provided: "dr. (B)(6) has reviewed this case and the CT aligned well. There was some scatter because of the multiple restorations, but there was no concern with the alignment. The implant placement was good as well, good positioning with the buccal bone plate. In reviewing the CT the doctor sent, the placement is completely off from the planning. There could be several factors to cause this placement to occur, it is hard to speculate what caused this. The maxillary bone on the buccal could be between d4 and d3 bone, which is a softer bone, and could allow for deviation of the placement planned. If the doctor used the guide for the drill sequence but then removed the guide for placing the implant without the guide the implant easily could have shifted. If the doctor used the guide for only the initial drill and then placed the implant in order to obtain a better primary stability, the implant could have gone another path of insertion and that's why it is more buccal."